Event description:
It was reported that the intellivue multi measurement server (mms) had a spo2 malfunction. The mms disconnected itself from the monitor. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Problem statement: it was reported that the intellivue multi measurement server (mms) had a spo2 malfunction. The mms disconnected itself from the monitor. It is unknown if the product was in use on a patient, but no adverse event to the patient or user was reported. Evaluation: the product associated with the event was returned to bench repair for evaluation/analysis. The engineer determined that the spo2 was functioning as expected, but the measurement server (mms) disconnects itself when taking an nbp reading. An additional case was opened to address the non-invasive blood pressure (nbp) issue (see pr# (B)(4)). There was no trouble found with the spo2. Resolution and conclusion: the engineer determined that the spo2 met specifications and was functioning as expected. The customer has requested the device be returned.